Event description:
The melleable device was implanted in 1996. The malleable device was removed from the pt and replaced with an ipp device because of device stability- "device wire bundle fractured-right side. Pt complained of sorespot; distal left side under glans penis."